Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the nurse put the reload inside the jaws and thought that the proximal part of the reload wasn't fixed firmly enough inside the jaws. The staff opened another instrument with the same type and finished the surgery. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle the device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without any difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.